Event description:
In january 1994, the individual was diagnosed as suffering from a type I latex allergy. The allergy is alleged to have been caused by the wearing and exposure to latex gloves used in the performance of her job duties.